Manufacturer narrative:
Initially, it was reported that this valve model 11500a29 implanted in the aortic position was explanted after an implant duration of three (3) years and eight (8) months for unknown reason. Another 29mm surgical valve was implanted in replacement. However, through investigation it was learned that this valve was replaced due to endocarditis. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device (common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis). As such, cases greater than 60 days or unknown implant duration are not consider reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 59-years-old patient with this valve model 11500a29 implanted in the aortic position was explanted after an implant duration of three (3) years and eight (8) months for unknown reason. Another 29mm surgical valve was implanted in replacement.

Manufacturer narrative:
H11: additional manufacturer narrative: due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review. Attempts to retrieve the device were unsuccessful and the device was not returned for evaluation. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.